Event description:
The customer reported the battery is not getting charged. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery is not getting charged. There was no report of pt involvement. The device was evaluated onsite by a philips field service engineer. It was found the ac power led on front bezel is not working while connected to ac power. It was found battery not charging. The ac power supply was replaced to resolve the reported issue. The device passed testing and was returned to the customer.